Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had total knee replacement surgery two months ago. It was further noted the patient¿s therapy was left on during the surgery. The reporter stated that since the surgery they had dyskinesia and slowness. It was noted the patient saw two healthcare professionals (hcp) and both hcps mad minor adjustments to the patient¿s oral medication. The reporter stated the hcps told them to ¿be patient.¿ it was noted the first hcp the patient saw, checked the device and did not make any therapy changes. It was further noted the patient saw the second hcp last week and they increased the voltage, but that did not help with the patient¿s symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v741667, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.